Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The distal electrode of the lead with the mcrd (monolithic controlled release device) that contains the steroid was torn. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was difficulty deploying and retracting the helix of the left ventricular (lv) lead. The lead was not used and a different lead was implanted no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.